Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error on the insulin pump. Customer stated that he was just at home and monitoring the pump for recurrence of a previous error regarding a change battery alarm. Customer stated that he received a power error twice with a 4 hour interval. Customer was explained that the internal power source in the pump was unable to charge. Customer was advised to disconnect from the pump and remove the battery. After troubleshooting, the customer was advised to monitor the pump and call back if the error recurs. Customer was advised to set the 640g pump in storage mode to avoid unwanted alarms during the night.